Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The rapidcross balloon was used in the distal leg artery. Upon removal of the device the balloon became stuck on the wire. This happened outside the body. There were no adverse events to the patient. The physician had to pull hard enough that part of the balloon catheter detached. Investigation of the returned device on march 3, 2015 found the rapidcross dilatation catheter was in two pieces: balloon chamber with distal section of the guidewire lumen and catheter with guidewire lumen. All components are accounted for. The balloon chamber also exhibited a full circumferential tearing consistent with the reported event.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.